Event description:
Received information stating customer's pump unexpectedly shutdown. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has been received for evaluation; however, the evaluation is not yet complete. A follow-up medwatch will be submitted.